Manufacturer narrative:
The returned sample was opened and evaluated. The white patches of white powder were present on the inside of the tray as described by the complainant. The package was opened and the contents inspected. The residue appeared to have emanated from the battery pack. The battery pack was opened and a battery had vented out of the bottom. This material was sprayed into the inside of the tray and caused the white patches observed by the complainant. The manufacturing process was reviewed and there were no issues identified as a possible cause for this complaint. One hundred percent of the pulsavac units are tested to ensure proper operation. The cause of the battery venting is unk. The vents are a safety feature of the battery.

Event description:
It was reported that there were patches of white powder in the poly pack of the pulsavac plus container and the packaging was not opened. There was no report of injury or medical intervention associated with the incident.